Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion and backup vvi operations. The patient presented for replacement procedure and the device was replaced on an unknown date. The patient was stable post procedure.